Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 204, and 286 mg/dl. Tests were done within 20 minutes with a difference of 30%. Patient did not experience any adverse events.